Manufacturer narrative:
The leads were not returned to saluda. Review of device logs confirmed a disconnected electrode. The root cause of the change in stimulation sensation could not be definitively determined; however, the physician attributed the event to the proximity of the leads in certain postures. Evoke scs system surgical guide lists "undesirable changes in stimulation sensation" and "uncomfortable changes in stimulation (over and/or under stimulation)" as potential risks associated with the implantation and use of a spinal cord stimulation system.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported itching in their hand with stimulation and an inability to tolerate stimulation. An impedance check identified a disconnected electrode. Troubleshooting included reprogramming and administration of r t2 sympathetic nerve pulsed radio frequency, sympathetic blocks, c7/t1 interlaminar epidural injection and right stellate pulsed radiofrequency and blocks but unable to resolve the reported event. A lead revision procedure was completed to resolve the reported event. The physician suspected that the proximity of the leads to each other in certain postures may have contributed to the reported event.